Event description:
The recipient reportedly presented with swelling at the skin flap due to an infection. The recipient was hospitalized and was given antibiotics via intravenous for three days and oral pills for high temperature. The recipient's swelling resolved with the intravenous antibiotics and is using the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. The recipient is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.